Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). Pt said with the old stimulator they could go 4 to 6 weeks before recharging the implant until they had a terrible fall on the brick sidewalk landing on back. Pt said they recently had the stimulator changed because the implant battery was no longer functioning. In late (B)(6) or early (B)(6) in 2021 the pt was walking outside and landed flat on their back on a brick wall. Pt hit their head and was unconscious and out for a minute or two. Pt had to crawl and then went to bed; pt then started to have trouble with their stimulator for their back started to hurt so bad from the fall for they had bruised bones and a bruised ribcage and spinal cord. The pt was in so much pain for their shoulder blade and their bones in their back were bruised. Once the pt was able to walk 3 months after the fall, they started to charge their stimulator and that when they started to notice their ins was not holding a charge. Pt had to charge their unit more frequent. Pt first blamed their back for the battery depletion for they normally had their intensity set to 3.5 then after the fall they set the intensity to 6.2 for about 3 weeks then they eased their way lowering the stimulation intensity back to 3.5. Pt then got their device looked at and there was no sign of damage to the implant for the pt just had bones that were bruised and they were getting better; the hcp and manufacturer representative said they could not see any signs of the ins being damaged. But then they started needing to charge their implant every 6 to 8 days. Pts manufacturer representative and their hcp said to get a new stimulator.